Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) is a participant in a clinical study for pain. It was reported the pt's ipg has migrated. Surgical intervention will be undertaken at a later date to address this issue.